Manufacturer narrative:
Additional information: investigator assessed the event as not related to device and anti platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: investigator assessed event is not related to device and anti platelet medication. Cec adjudicated mi as a non event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug eluting stent was implanted in the lad. During a revascularization, 2 resolute onyx des were implanted in the rca, on the same day of the first revascularization, a second revascularization was performed and another 2 resolute onyx des were implanted, one in the rca and one in the 2nd rpl. Approximately 13 months post procedure, and 10 months post revascularizations , patient suffered nstemi in the rca. The event was treated with 2 resolute onyx des stents implanted in the rca and the patient recovered. The sponsor assessed event is possibly related to device but not related to anti platelet medications.